Manufacturer narrative:
Investigation results were made available. DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend was identified. Review of event description: a premature aseptic loosening of the stem with subsidence was reported as event in the received (B)(6) user report. Review of received data: several x-rays in ap, axial and lauenstein view were taken between (B)(6) 2015 and (B)(6) 2016. The ap x-ray taken on (B)(6) 2015 shows the situation post implantation. It seems that the medial curve of the stem does not follow closely the inner line of the cortex in the calcar region. In addition there is no contact visible between the lateral side of the stem and the lateral cortex. There seems to be a gradual shifting of the stem when comparing all the ap x-rays of the pelvis with the concerning prosthesis. Whereby, the proximal part of the stem shifts medially closer to the cortex and the stem tip shifts laterally towards the middle of the medullary canal. The last x-ray shows a direct contact of the proximal stem with the medial cortex. The direct contact of the stem with the lateral cortex is still missing. With this shifting of the stem an increasing of the radiolucent line lateral to the stem is visible. A slight subsidence of the stem can also be observed when comparing the distance between the proximal tip of the trochanter major and the shoulder of the implant. There were no additional observations made by evaluating and comparing the rest of the x-rays. Review of implantation surgery report, dated (B)(6) 2015: limited mobility with persistent pain and radiologically progressed coxarthrosis are mentioned as indication for a total hip prosthesis on the left. The surgical report states an implantation according to the surgical technique with a transgluteal approach. The definitive cup is impacted and the 10 degree highly crosslinked polyethylene liner is inserted. Image intensifier control with the cup shows a good fit and an inclination angle of < 50°. The femur is prepared first with a fitmore rasp size b / 6. The image intensifier control showed a too small fit therefore a rasp size 7 is used. Trial reposition with a 32/+3.5 head showed a stable situation with clinical equal leg length and no dislocation tendency. The image intensifier control shows a good positioning of the components. The rasp is removed and the definitive femoral components are implanted. Review of revision surgery report, dated (B)(6) 2016: the indication section states an initially inconspicuous postoperative course until (B)(6) 2015. The patient presents with hip pain for the first time in (B)(6) 2015. Indication for revision is given after conservative therapy trial with full diagnostics inclusive exclusion of infection. Besides the clinical observations, the radiological evidence of increased radiolucent lines are clues for premature loosening. The procedure can be summarized as follows: incision is made longitudinal over the trochanter major through the old scar. Transgluteal approach is chosen to access the joint. The head is disassembled. The stem is fibrously fixed, moves at manipulation and is removed without problems. It is mentioned that no signs of infections can be observed. The existing insert is removed and a new insert of the same kind is inserted. On the femoral side, a sclerotic zone which closes the medullary canal is found caudally where the tip of the prosthesis was located. The sclerotic zone is removed and the medullary canal is opened by means of a drill, whereby the latter breaks. The tip of the drill can be recovered with help of image intensifier control. Then the femur is prepared, the positions of the trial components are controlled with image intensifier and the new definitive components are implanted. Devices analysis: visual examination: the fitmore stem shows some damage in form of scratches, dents and cuts deriving from the revision surgery in the neck and taper region. In some areas the anchoring surface seems to be polished mainly on the posterior and medial side. Some remains of bone ongrowth can be observed in the distal third of the stem. The sulox head is inconspicuous with some single metallic spots on its articulation surface. The head taper shows the commonly observed material transfer from the stem taper indicating a proper fixation of the head on the stem and the traces from its removal. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. According to the surgical notes and the received (B)(6) user report, the implants were revised after approximately 9 months in vivo due to premature loosening and subsidence. The received stem shows almost no bone ongrowth and some polished areas on the medial and posterior side of the anchoring surface. The polished areas could point to loosening. The appearance of the received sulox head is inconspicuous. The received x-rays indicate that there was hardly any direct contact between the fitmore stem and the cortex after the implantation. A comparison of the ap x-rays during time in vivo shows a gradual medial tipping and a slight subsidence of the stem. An increasing radiolucent line lateral to the stem can also be observed. Based on the observations made from evaluating the x-rays and the appearance of the retrievals the likely loosening and the subsidence of the stem can be confirmed. Their cause stays unknown. It could be hypothesized that the stem had insufficient primary stability due to missing medial and lateral contact with the cortex. Based on the available information for this case perhaps a larger stem size would have better filled the medullary canal and therefore generated a better primary stability. The surgical technique provides guidance on this. It states that with help of the template the most suitable family is determined by restoring anatomical offset and by confirming that the medial curve of this stem follows closely the inner line of the cortex in the calcar region when the stem is in axis with the femoral canal. After choosing the correct stem family with the help of the overview template, the appropriate size is selected using the family-specific templates. The width of the medullary canal determines the body size so that the stem should fill the medullary canal, i.e. The lateral side of the stem touches the lateral cortex. Conclusion summary: it could be hypothesized that the stem had insufficient primary stability due to missing medial and lateral contact with the cortex. Based on the available information for this case perhaps a larger stem size would have better filled the medullary canal and therefore generated a better primary stability. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted a fitmore hip stem b ext. Offs., size 7 on (B)(6) 2015 on the left side. The patient underwent a revision surgery on (B)(6) 2016 due to loosening and dislocation.